Event description:
On 1/7/97, the physician contacted a MFR rep and reported that when the pt's device was refilled, they got back 8.5cc's more than they expected. It was additionally stated that the pt has reportedly been uncomfortable with pain. When the device was refilled 25 days ago (12/13/96), 3cc's more than was expected was returned. The device had been refilled 15 days prior to that (11/28/96). The physician stated that there seems to be a 30% decrease in flow rate. The physician prepared a new dose approx 30% stronger, using bipivicaine morphine.

Manufacturer narrative:
A 10ml morphine/bupivicaine sample was received and has been analyzed follows: (note: this drug combination is not a MFR indication for the device's intended use.) The drug solution was clear. Test procedures were used for density and viscosity determination. The drug solution is believed to be a mixture of morphine sulfate (12mg/ml) and bupivicaine (5.7 mg/ml). Based on the viscosity of the test sample at 37c and assuming this drug mixture was used in the MFR device, the predicted flow rate would be approximately 18.6% less than the predicted flow rate of 1.13ml/day, as identified on the performance data sheet for this device serial number. The device was returned to the MFR and has been analyzed as follows: the exterior surfaces of this device revealed no metallurgic defects. Normal usage was indicated on both the center and sideport septa with no internal fracture plane damage found. The device catheter, approximately 1" long, showed no holes, cuts or tears. This device flowed within MFR flow rate specifications as received. Leak testing confirmed this device did not leak. A review of the device history record was performed and did not identify any mfg variances in relation to this event. A trend analysis was performed on similar incidents involving this catalog number and has not identified any trends. The report of a decreased flowrate due to the viscosity of the drug can be supported based on the analysis results of the morphine/bupivicaine sample received. The device itself flowed within original MFR flow rate specifications as received. Based on the info available the cause of this event is believed to have been due to the viscosity of the morphine/bupivicaine drug mixture placed in the device and not due to the device or a device malfunction. The facility will be notified of our reveiw of this incident. No further info is available. The MFR is now closing its file on this event.